Event description:
It was reported that three days post implant, loss of atrial sensing and atrial pacing thresholds greater than 7.5 v were observed. Via x-ray, the atrial lead appeared dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.